Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, multiple episodes of noise were noted on the ventricular lead. The noise could not be replicated in clinic with isometric maneuvers. No intervention was performed; the patient would continue to be monitored. There were no adverse consequences for the patient.